Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the amount of time the pump took to deliver insulin was ¿not a quick enough rate¿ and alleged there was ¿not enough pressure¿ to deliver all the insulin. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.